Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the cartridge, connector, and infusion set for a shower and subsequently received repeated ¿unable to proceed¿ errors during tubing fill, attempted an on-device reset, performed rewinds, and conducted a dry run that reached 120 units, but the error persisted when using the same previously reused connector; new connectors were arranged and a replacement pump was provided, with later review showing data transmission and a blood glucose of 163 mg/dl. Symptoms included hyperglycemia with a reported blood glucose of 287 mg/dl without associated clinical symptoms. Outcomes included temporary disruption of insulin delivery and the user reverting to subcutaneous insulin injections, with no medical intervention or hospitalization. Investigation included review of device reports and user-guided troubleshooting, including rewinds, dry run, and supply changes. Investigation of this case revealed a suspected supply pathway or connector issue contributing to an occlusion or flow obstruction during fill, with the pump hardware subsequently replaced. It was concluded, based on previously established findings for similar reports, that the issue was likely caused by reuse of infusion supplies, resulting in a flow blockage during the fill process. The problem was resolved after replacing the supplies, and the user continued therapy with the same ilet device.